Event description:
It was reported the patient received the following results on (B)(6) 2020 within 15 minutes: 378 mg/dl and 97 mg/dl. On (B)(6) 2021 the patient received the following results within 15 minutes: 177 mg/dl and 90 mg/dl. Results were obtained with the same vial of test strips.